Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed.based on the information provided, the root cause of the reported event could not be determined.the review of the lhr (lot f1407301) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: a hematoma (greater than 6 cm) developed and the patient had a blood transfusion. Manual compression was applied for an unknown duration and the patient was hospitalized.